Event description:
It was reported that customer changes the batteries on his insulin pump before a low battery alarm, but the device resets itself and erases the settings. Customer has to reprogram the device. This has been happening for a month. Customer has already received a second insulin pump due to this issue. Customer is aware that the batteries cannot be out of the device too long. Customer was advised to monitor the device and revert to a back up plan if necessary. Customer's blood glucose was 162 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).